Manufacturer narrative:
An investigation is in progress to determine the cause. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer reported about error 319 on arm 1. Arm doesn't work. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with 3 arms.